Event description:
It was reported that the patient underwent an initial total knee replacement on the left side. Subsequently, the patient experienced pain, stiffness, and arthrofibrosis (10 to 90 degrees). As a result, approximately 2 months post-surgery, the patient underwent a manipulation under anesthesia. No further impact to the patient was reported. No other information is available.

Manufacturer narrative:
D10: (B)(6) - 02-012-60-1425 - tru stem ext 14mm x 25mm. (B)(6) - 02-020-13-0250 - truliant cr cem fem cr cem left sz 5. (B)(6) - 02-022-45-5040 - truliant tib fit tray cem sz 5f / 4t. (B)(6) - 02-022-51-5009 - truliant tib imp crc insert sz 5, 9mm. (B)(6) - 200-07-35 - advanced patella 35mm 3 peg implant. (B)(6) - 201-78-15 - holding pin mini sharp point 4 pk. (B)(6) - 204-70-00 - tibial stem ext. Screw. (B)(6) - 521-78-23 - threaded pin size 2.3 collared 2pk. (B)(6) - 521-78-23 - threaded pin size 2.3 collared 2pk. (B)(6) - 521-78-32 - threaded pin size 3.0 collarless 2pk. (B)(6) - 521-78-36 - threaded pin size 5.1 collarless 2pk. (B)(6) - a10012 - gps implant kit v2. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6 MDR section codes updated/corrected: b, e, f the reported manipulation under anesthesia is due to stiffness, arthrofibrosis and pain cannot be conclusively determined; however, it may be due to patient factors/etiology, component positioning, arthrofibrosis, infection and/or implant selection. This cannot be confirmed because the devices were not available for evaluation, and relevant patient information, images, and radiographs were not provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.